Event description:
I have been using contact lenses for 25 yrs. I have never encountered any problems nor serious issues with my vision nor the use of my contact lenses. I developed an eye infection, I could not use my contacts for almost two weeks. Two months later, I developed another eye infection. In 2007, I started having some small issues with my eyes itchy and extreme sensitivity to the light. Three days later, I started having serious eye problems where I could not wear contacts at all. I had watery eyes and also a yellow crust after waking up from sleeping during the night. Another eye infection. Five days later, I replaced my contact lenses with a new pair and used them for 1 day and still can't keep my contacts inside my eyes. My eyes water, and hurt. Also I found interesting that my sensitivity to the light has become a real issue. As of the right now, I am using regular glasses due to my awareness of a recall of the complete moisture plus product I have been using at least for the past two years knowing that complete moisture plus is the product I use to store and clean my contacts could be the cause of all my eye problems. I am not 100% sure of this, however, I followed the instruction posted on the internet by amo and the FDA to avoid any ore contamination, and I am using regular glasses until I can get rid of all the symptoms described above. I am happy to share my experience in order to help the cdc and FDA as well as amo get the facts and determine the cause of this unusual situation. Tobradex eye drops and ointment: tobramycin is an antibiotic. It is used to treat bacterial infections. Dexamethasone is a steroid. Dexamethasone is used to treat the swelling associated with bacterial infections of the eye. Tobradex is used to treat bacterial infections of the eyes.